Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer was using the appliers to secure a vessel when the tips crossed over damaging the vessel. Another set had to be opened to get another applier to secure the vessel and to stop bleeding. The patient's condition was reported as fine.